Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash (loss of fluid column during procedure) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak/splash (loss of fluid column during procedure) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, enlarged atrium, restricted posterior leaflet, and a suboptimal puncture. A steerable guide catheter (sgc) and mitraclip xtw were prepared per the instructions for use (IFU) and was inserted without issues. Grasping attempts with the mitraclip xtw was performed, due to patient anatomy and aortic hugger, the posterior leaflet was unable to be grasped. The transseptal puncture was not satisfactory, and therefore a decision to remove the sgc and mitraclip xtw was made. While removing the mitraclip system, air was observed inside the hemostasis valve. A loss of fluid column occurred. The sgc was flushed again and the hemostasis valve was checked once more. It was observed that air bubbles were going up the sgc into the hemostasis valve. Therefore, the sgc was removed. The procedure was completed with one clip implanted. The mr was reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.